Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report 3006705815-2017-00415. It was reported the patient had a hematoma at the midline incision. The physician reported there was no fever, warmth, or redness around the incision. The physician aspirated the hematoma and the issue was resolved.